Manufacturer narrative:
Post-operative pain, loss of neurological function and implant migration are listed in the device instructions for use (IFU) and procedural technique guide as known possible adverse effects associated with use of the luna system. Review of pre-op imaging for the revision procedure revealed that the implant had migrated from its original implanted position, and according to the treating physician from review of the images, appeared the endplate was fractured. Product was not returned for investigation. Review of images provided revealed only that the lock wire was longer than expected. A review of the lot history record confirmed no manufacturing issues that would have caused or contributed to this event. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
The initial luna procedure was performed uneventfully. Per the physician, there was no reported device malfunction during the initial case. Approximately 90 days post procedure, patient recurring back pain and neurological deficit was reported. Follow-up imaging revealed that the implant was positioned close to the spinal canal, and a revision procedure was scheduled and performed to replace the implant with another luna device. The patient was clinically stable post-surgery and was discharged from the hospital. There was no additional information provided.